Event description:
A physician reported that an ophthalmic console unexpectedly shut down during surgery. The surgery was completed successfully. The procedure type and patient impact were not reported. No further information is expected, as the customer was unwilling to provide additional details.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).